Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and in intermittent pacing inhibition. No intervention was performed. There were no patient consequences. The patient will be further monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction : a4 - patient weight should have been filled '350 pounds' instead of left blank.

Event description:
New information received indicates that the right atrial lead was explanted and replaced with leadless pacemaker. The patient was in stable condition.